Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having their right ventricular (rv) lead removed as they no longer needed pacing support. During the extraction procedure, the patient experienced perforation, a right ventricular apex tear and pericardial effusion. The patient's chest was cracked and the right ventricular apex tear was repaired. The rv lead was explanted. No further patient complications have been reported as a result of this event.